Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was cardiac perforation of the right atrial (ra) lead. It was also reported that there were high ra thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.